Event description:
During a shoulder procedure the tip of the device broke off in the depth of the pilot hole in the glenoid. The surgeon was unable to remove the tip. The tip of the device remains in the glenoid. No injury reported. Surgeon stated there was no risk of the tip migrating out or causing a serious injury. The device was returned and is being evaluated.